Manufacturer narrative:
Additional information was received that the device was later explanted and replaced with another manufacturer's device for an unspecified reason. This implantable defibrillation lead remains implanted and in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high shock impedance measurements greater than 125 ohms. Additionally, the lead exhibited high pace impedance measurements greater than 2,000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.